Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing of qrs complexes and detected false pause episodes. It was noted that the patient had an magnetic resonance imaging (MRI) procedure. The icm remains in use. No patient complications have been reported as a result of this event.